Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found the reported phenomenon. As a result of the evaluation, the following was confirmed. The ccd unit had failure. Omsc checked the device history record of the subject device, there was no irregularity found. Based on the information provided by sorc, omsc surmised that the reported phenomenon was attributed to the failure of the ccd unit. The exact cause of the failure of the ccd unit could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the endoscopic image of the subject device was not displayed. The occurrence date of event is unknown. There was no report of patient injury associated with the event.